Event description:
The matrix firm-2d coil detached without burn and was caught into the microcatheter. The physician did not manipulate the coil a lot, it just detached suddenly. No complications with the pt were reported as a result of this event.